Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status with a monitoring voltage of 2.70v and a charge time of 35.8 seconds. A red alert was issued in latitude for this battery status change. It was noted that elective replacement indicator (eri) battery status was declared the previous month with a monitoring voltage of 2.74v and a charge time of 18.9 seconds. Technical services discussed extended charge times seen during middle of life due to battery chemistry.

Manufacturer narrative:
The device was explanted the following day and was replaced with another boston scientific ICD. No adverse patient effects were reported. As of today, the device has not been returned for analysis. This report will be updated when additional information is received. The device was returned. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. The device is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.